Manufacturer narrative:
Additional information: the device was received for evaluation. The amia device received sample analysis testing. The device was determined to meet performance specifications. Internal and external inspection was performed and no issues were noted. A short-simulated therapy was performed and was completed successfully without any delay or alarms. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the amia device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient passed away. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was reported an autopsy was not performed. It was reported the patient was connected to the amia device at the time of death; however, it was unknown at what process step the event occurred. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.